Event description:
Related manufacturer reference number: 2017865-2021-32135. It was reported that the patient presented in clinic for follow up. Interrogation of the patient's right atrial (ra) and right ventricular (rv) leads showed loss of capture and dislodgement due to twiddler's syndrome. The patient was asymptomatic. Both the ra and rv leads were explanted and replaced. The patient was stable.